Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a heart rate in the thirties beat per minute (bpm) even though the pacemaker is set at lower rate of sixty beats per minute. The patient is being evaluated for syncope. The implantable pulse generator (ipg) was removed and replaced. No further patient complications have been reported as a result of this event.